Event description:
This procedure was performed in the (B)(6). The primus stent was implanted on (B)(6) 2008 in the renal and no problems were reported during the implantation. A fracture of the stent was reported on a follow up radiograph dated (B)(6) 2011. To date there has been no impact on the patient or any adverse effect on their health.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.